Manufacturer narrative:
UDI for conformable gore® tag® thoracic endoprosthesis tge404010/13125626: (B)(4). The review of the manufacturing records verified that the lots involved in this event met all pre-release specifications. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2014, this patient underwent endovascular treatment for an aneurysm of the descending thoracic aorta with an aneurysm diameter measuring 60 mm and was therefore treated with two conformable gore® tag® thoracic endoprostheses. The patient medical history includes a previous open abdominal aortic aneurysm repair. Between (B)(6) 2015, and (B)(6) 2017, computed tomography follow-up imaging performed on different dates revealed continuous enlargement of the thoracic aneurysm, ranging from 40 to 85 mm, respectively. The enlargement was stated to be located below the distally implanted tge404010 endoprosthesis due to disease progression.

Manufacturer narrative:
(B)(4).